Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the wash syringe block and the bushing with o-rings. The fse also replaced the wash probe assembly and adjusted the suction probe height. The fse ran quality controls. All results were within acceptable range. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective wash probe assembly.

Event description:
On (B)(6) 2015, a customer reported the syringe for the wash probe was leaking and the syringe platform mechanism was rusted with the aia-600ii analyzer. The customer is unable to run progii, bchg,fsh,e2, and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progii, bchg,fsh,e2, and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.